Event description:
An end user called in and stated he began using the sur-fit natura durahesive convex wafer approximately two (2) months ago and experienced redness, which he feels has not improved and it may have worsened, after changing from a different brand product. The end user stated he developed a scattered red rash like area under the wafer around (B)(6) 2012. The end user went on to state, while using the other brand of product, the red rash like area worsened until it no longer had a appearance of a rash just a red area under the mass and border which extending beyond the skin barrier approximately 7-13 mm. The end user also stated he does not experience any itching from the area.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. Based on the available info this event is deemed a serious injury. The end user stated he changes his pouch every 3-4 days. He uses smith and nephew unsolved adhesive remover, ivory soap, and stomahesive power to his peristomal skin. The end user stated he also tried using the hollister adapt barrier ring, but the area did not improve. He has been applying stomahesive powder to the affected area and was educated on crusting and the usage of stomahesive powder and water. It was recommend to the end user to cut the skin barrier to remove the tape collar and convex insert until alternate samples arrive. The end user went to state, he saw his primary doctor who referred to his wound ostomy continence nurse who recommended discontinued use of the hollister brand product. The wound ostomy continence nurse recommended the usage of sur-fit natura durahesive convex wafer. The end user stated he plans to follow up with his wound ostomy continence nurse after receiving samples which were sent. The end user also stated he had an appointment with a dermatologist on (B)(6) 2013. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected.